Event description:
Related manufacturer reference number: 2017865-2023-17864 and 2017865-2023-17866. It was reported the patient presented for a leadless pacemaker (lp) implant. During initial fixation, the lp failed to rise in impedance. Upon attempt to transition into tether mode, the lp shifted under fluoroscopy and was noted to be dislodged. When attempting to redock to the delivery catheter (dc), there was difficulty due to the sharp angle of the device. Once the device was redocked and covered with the protective sleeve, it was observed the lp helix was deformed. The lp and dc were removed from the body, and the lp was successfully detached. A new lp was opened, but it could not be attached to the dc. A new dc was opened, and the new lp was attached without issue. The new system was positioned in the right ventricle. When the protective sleeve was retracted, the lp was not sensing or capturing the right ventricle. The physician slightly advanced the dc to get better tissue contact, and the device was noted to "jump forward" to a location past the cardiac silhouette under fluoroscopy. An rv gram was performed, and perforation was noted with contrast flowing into the pericardial space. The patient's blood pressure dropped and a stat echocardiogram and pericardiocentesis were completed. The lp and dc were removed, and the patient was stabilized. When the patient was being moved to the intensive care unit, their blood pressure dropped again, and more fluid was removed from the pericardium. The patient was intubated then extubated on (B)(6) 2023. On (B)(6) 2023, a new transvenous, single chamber atrial pacemaker was implanted without issue. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture, failure to sense, activation, and positioning or separation problem were not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported events of sensing or capture problem. The device functionality was found to be normal.